Manufacturer narrative:
We are trying to obtain event samples for our investigation and a follow-up report will be sent within 30 days or upon completion of the evaluation.

Event description:
Laparoscopic cholecystectomy - "applied 5mm trocar (B)(4) was removed from the abdomen and was found to have a piece missing from the top of the trocar. The piece was retrieved from the patient's abdomen and no harm was done to the patient."